Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device had an unresponsive touchscreen with a visible crack across the display, and a replacement was arranged. Symptoms included no clinical effects. Outcomes included no impact on health and continued use of the patient¿s cgm with phone or receiver while awaiting the replacement. Investigation included customer service troubleshooting and verification of device details with instructions for data sync, shutdown, and return. Investigation of this case revealed physical damage to the touchscreen display leading to loss of screen responsiveness, consistent with a broken or cracked screen on the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to external impact.